Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 500mg/dl. The customer treated with a bolus. Customer indicated that their blood glucose value was 86 mg/dl at the time of the call troubleshooting was performed. Customer was assisted with programming the pump and how to find their basal rate. Customer indicated that their settings were not correct. Troubleshooting advised customer to follow up with their doctor regarding the high blood glucose and settings.